Manufacturer narrative:
Investigation summary: unconfirmed, no issue observed. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Investigation conclusion : based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: investigation carried out at customer site indicates that there were no abnormalities with the product detected. Complaint could potentially be related to a loose plunger. Rationale unconfirmed, no issue observed CAPA not necessary.

Event description:
It was reported that before use of the bd ultrasafe¿ plus x100l when the user picked up the device the plunger shot out and she dropped the syringe and medication spilled out. The following information was provided by the initial reporter: when she picked up the device the plunger shot out and she dropped the syringe and medication spilled;